Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Pain in legs, feet, hands, and arms [pain in extremity]. Numbness in legs and feet [hypoaesthesia]. Gastrointestinal problems [gastrointestinal disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that a (B)(6) male client used fixodent denture adhesive, version unk cream and super poligrip original, both beginning in 1996, and reported the following: profound and permanent neurological injuries, zinc toxicity, extensive nerve damage, pain in legs, feet, hands, and arms, numbness in legs and feet, gastrointestinal problems, and severe and permanent physical injuries. Health care professional was visited. Treatment: medical care and treatment. The case outcome was not recovered/not resolved. No further info was reported.